Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure there was an incomplete staple line. It was sutured by hand to complete procedure. No further information is available. Procedure was completed with same like device. There was no patient consequence.